Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was partially explanted and replaced due to loss of fluid from the system after a preoperative ultrasound revealed that there was a fluid loss in the reservoir. During the explant procedure, no leak could be found.

Manufacturer narrative:
A titan touch pump and cylinders 1 & 2 were submitted for evaluation. A partial separation was noted in the longer exhaust tube of the pump. This was a site of leakage. Microscopic examination of the surfaces revealed them to have uniform striation, indicating contact with sharp instrumentation. Abrasion was noted on the shorter exhaust tube and inlet tube of the pump. No functional abnormalities were noted with either cylinder. The information received indicated leakage, but because no functional abnormalities were noted with the returned components other than instrument damage, the complaint could not be confirmed as reported. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the longer exhaust tube of the pump occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.